Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used in a hemiarch aorta replacement surgery. It was applied to the distal false lumen and proximal and distal suture lines. In late (B)(6) 2013, reoperation was performed for a precordial mass caused by rupture of the distal suture line. During the reoperation, the surgeon noted purulent material on the site of the rupture. Examination did not show signs of infection.

Event description:
According to the report, bioglue was used in a hemiarch aorta replacement surgery. It was applied to the distal false lumen and proximal and distal suture lines. In late (B)(6) 2013, reoperation was performed for a precordial mass caused by rupture of the distal suture line. During the reoperation, the surgeon noted purulent material on the site of the rupture. Examination did not show signs of infection.

Manufacturer narrative:
According to the report, bioglue (lot unknown) was used in a hemiarch aorta replacement surgery. It was applied to the distal false lumen and proximal and distal suture lines. In late (B)(6) 2013, reoperation was performed for a precordial mass caused by rupture of the distal suture line. During the reoperation, the surgeon noted purulent material on the site of the rupture. Examination did not show signs of infection. A clinical and medical review of this event was performed based on information available at the time of this report; it was not possible to determine a definitive cause of the suture line rupture and precordial mass formation observed in this patient. It was assumed that the "examination" referred to in this event included a negative culture result. While a definitive conclusion could not be determined, it is possible that this event represents a sterile abscess, which could be the result of a foreign body reaction. Some other likely causes of the suture line rupture observed are an incomplete suture line construction and subsequent bioglue application to repair the gap or the condition of the tissue was such that it could not hold sutures very well and bioglue was used to reinforce the tissue/suture line when the tissue should have been replaced.